Event description:
Health care professional reported that the echo following surgery showed a high gradient and the leaflets were not moving well. Pt was returned to the o.r., the valve was replaced and returned for analysis. The surgeon reported that the commissure posts were very thick and occupied too much of the blood path. The rn reported to the sales rep that the pt has since expired.